Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer 4.1 kept failing. A field service engineer (fse) checked drawer railings for any damage and found that the rail bumper stops were worn out, so replaced slide bumpers and tested in hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es half height cubie drawer 4.1was repeatedly failed. The customer stated that this malfunction occurred while dispensing the medication and the nurse managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.